Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and changed the sharpness values in the ortho and spine profiles. System operates as intended. (B) (4). (B) (4) 06/03/2009.